Manufacturer narrative:
(B)(4). UDI # (B)(4). Expiration date: may 31, 2022. The event occurred in australia reported event was confirmed by review of medical records provided. The visual evaluation was performed using the provided picture and noted that the femur stem extension with tm collar of the segmental implant is covered with bone cement. No other damages were noted from the provided picture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified that there is periprosthetic lucency is seen surrounding the distal femoral stem and trabecular metal collar component suggesting loosening. No fracture is identified. Device history record was reviewed and no discrepancies were found. Per package inserts 87-6203-755-22 rev c zimmer segmental system: implant fracture is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was previously reported that a patient underwent an initial left knee procedure then had a revision surgery due to fracture and then had a mechanical fall, twisting the implant causing the collar to bone to fail. After further review of the x-rays it was determined there was no fracture that occurred.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: stem extension straight ,catalog # 00598801215, lot # 63561476. Headless screw 48 mm, catalog # 00579104200, lot # 63682712. Headless screw 48 mm, catalog # 00579104200, lot # 63682710. Headless screw 48 mm, catalog # 00579104100, lot # 63692508. Headless screw 48 mm ,catalog # 00579104100, lot # 63719714. Articular surface with segmental hinge, catalog # 00585002014, lot # 63644223. Segment with male/female taper, catalog # 00585004603, lot # 63070394. Distal femoral component, catalog # 00585001201 lot # 63735194. Tibial componen, catalog # 00588000400 ,lot # 77006330. Polyethylene insert, catalog # 00585001295, lot # 63712064. Stem collar 25mm, catalog # 00585204025, lot # 63638823. Stem collar 30mm, catalog # 00585204030, lot # 63638827. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left knee revision surgery due to mechanical failure of the implant and the tm collar to bone junction caused by a fall. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.